Event description:
It was reported that a vns pt experienced vocal cord paralysis. The pt was implanted with vns on (B)(6)2010 and the vocal cord occurred a month after surgery. The issue initially occurred as spontaneous hoarseness that was continous while the pt's device remained off. The pt was referred to an ent physician who diagnosed the pt with definite vocal cord paralysis. The ent placed the pt under anesthesia and injected the pt with steroids. Moreover, additional info from a company rep revealed that the implanting surgeon generally takes a long time to implant the vns electrodes in pts; hence the hoarseness could be related by the long exposure time to the nerve. Additional info was received from the office of the treating neurologist indicating the cause of the pt's vocal cord paralysis was related to vns surgery. Additionally, info from the treating neurologist through a company rep indicated that the pt will be programmed on in the future but no date was given. Good faith attempts to obtain additional info from the treating ent have been unsuccessful to date.

Manufacturer narrative:
Date of event, corrected data: additional information indicates that event began on date of implant.

Event description:
It was reported that the vns patient underwent surgery to explant her generator and lead on (B)(6) 2014 due to vocal cord paralysis and dysphagia. The device's normal mode output current had previously been disabled but the magnet mode output current was left programmed on. Pre-operative diagnostic results showed normal lead impedance at the time. The patient was diagnosed with vocal cord paralysis and had her throat dilated. Dysphagia was first observed on the day of implant and is believed to be due to vagal nerve damage during the implant procedure. The patient also began experiencing coughing and voice alteration since implant. Dysphagia was not occurring with stimulation and the patient did not have a medical history of dysphagia prior to vns. Attempts for additional relevant information were made but have been unsuccessful to date.